Event description:
The customer reported a ventilator experienced a error code 1109 indicating a check vent: machine pressure sensor auto zero failed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. Details regarding the medical intervention and patient outcome was requested from the customer. The customer has not replied at this time.

Manufacturer narrative:
There was no information provided regarding the medical intervention and patient outcome. The remote service engineer (rse) went over the troubleshooting instructions and advised the customer that they may need to replace the data acquisition (da) and the solenoid valve. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time.